Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused the patient experience rotted teeth that needed to be pulled out related to a CPAP device's sound abatement foam.the patient is undergoing dental work as medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation.an external investigation observed very little contamination on the outside. Air inlet had a small amount of dirt/debris visible from the outside. Powered on the device using a known good power suppy and ac power cord which showed the base unit provided airflow.these errors could have been due to liquid ingress into the blower box found during the internal investigation.internal investigation observed liquid ingress on the blower and blower box.also observed heavy mineral deposits on blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed.also finds that other contaminations located in this investigation were sourced from external environmental conditions. The device's downloaded event log was reviewed by the manufacturer and found two erorrs. The manufacturer concludes the did find evidence of sound abatement foam degradation which was observed in the base unit. Also can confirm sound abatement foam degradation, but is unable to determine if it is the cause of the patient's event. In this report, section d9, g3, h3, h6 has been updated or corrected. Section e1 has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient experience rotted teeth that needed to be pulled out. The patient is undergoing dental work as medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.